Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump thermistor and pcb board had failed, which resulted in a persistent error code 2. The complaint could not be investigated further because of this. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump load set alarm did not function as expected. They stated that the pump would alarm shut door or an error code 01 and not load set. The initial reporter stated that the complaint had occurred during testing and had not had any affect an a patient. [Complaint- (B)(4)].